Event description:
It was reported the flex deflectable videoscope glitches every time it was touched by an instrument. It is unknown when the event occurred. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The complaint allegation could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.